Event description:
Pt reported that back to back test performed on the surestep meter using separate finger sticks were 310, 365, 310, 112, 87 and 187 mg/dl. No symptoms were reported. Control solution test result (115) using new test strips/solution was in range (85-128). Unable to reach pt on follow-up. Letter sent to pt requesting the pt to contact lfs. There was no allegation of harm.